Manufacturer narrative:
This device (bipap a40) was manufactured (11/04/2013) which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A ventilator was returned to the manufacturer's product investigation laboratory (pil) for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's product investigation laboratory (pil), a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device has been scrapped.